Event description:
Event description guidant received information that this right ventricular lead exhibited an impedance >2500 ohms and could not capture. A chest x-ray was obtianed which did not identify a lead fracture. There were no adverse patient outcomes, since the patient had an intrinsic conduction 1005 of the time. The lead was then surgically abandoned and replaced.